Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion , surgical intervention, prolonged hospitalization, and clinically significant delay it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted suboptimal transseptal puncture and prolapsed anterior. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed without issue. Then a second clip (01013u119) was deployed to further reduce mr. However, a pericardial effusion was observed which caused a clinically significant delay in the procedure as the patient was bleeding. The patient remained hospitalized and underwent surgery for additional treatment. Two clips were implanted, reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported hemorrhage and pericardial effusion appear to be related to patient/procedural circumstances. Pericardial effusion and hemorrhage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The delay to treatment/therapy, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.